Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: not performed" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 ((B)(6) 2006; (B)(6) 2007; (B)(6) 2008; (B)(6) 2011; (B)(6) 014.). Previously administered products included for prevent pregnancy: depo provera from 2008 to 2011 and iud from 2009 to 2010. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), uterine pain ("uterus pain") and dysmenorrhoea ("cramping during periods"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the pregnancy with contraceptive device and uterine pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered dysmenorrhoea, pelvic pain, pregnancy with contraceptive device and uterine pain to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet records received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date updated to (B)(6) 2014. Events pregnancy (no complications), device ineffective, uterus pain, cramping during periods and essure confirmation test: not performed added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure (batch no: a04628- invalid, a04528) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ pregnant with essure" and device monitoring procedure not performed "essure confirmation test: not performed". The patient's medical history included multigravida, parity 5 (on (B)(6) 2006; on (B)(6) 2007; on (B)(6) 2008; on (B)(6) 2011; on (B)(6) 2014.), skin eruption and panic attack. Previously administered products included for prevent pregnancy: depo provera from 2008 to 2011 and iud from 2009 to 2010. Concurrent conditions included depression, anxiety, major depressive disorder, seasonal allergy, asthma, congestion nasal, cough, sensation of pressure in ear, sore throat, rhinitis, low back pain, buttock pain, pain in extremity, rash, irritability, lumbago, amenorrhea, fatigue, itching, abdominal pain, fever, vaginal bleeding, high risk pregnancy, headache, sore throat, flank pain, uti and ovarian cyst. Concomitant products included ibuprofen for back pain, hydroxyzine hydrochloride since on (B)(6) 2013 and permethrin since on (B)(6) 2013 for scabies and bed bugs as well as sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("uterus pain") and dysmenorrhoea ("cramping during periods"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the pregnancy with contraceptive device and uterine pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered dysmenorrhoea, pelvic pain, pregnancy with contraceptive device and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): polymerase chain reaction: on (B)(6) 2012: chlamydia pcr: positive. Pregnancy test: on (B)(6) 2014: positive pregnancy test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received- lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure (batch no. A04628- invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ pregnant with essure" and device monitoring procedure not performed "essure confirmation test: not performed". The patient's medical history included multigravida, parity 5 ((B)(6) 2006; (B)(6) 2007; (B)(6) 2008; (B)(6) 2011; (B)(6) 2014.), skin eruption and panic attack. Previously administered products included for prevent pregnancy: depo provera from 2008 to 2011 and iud from 2009 to 2010. Concurrent conditions included depression, anxiety, major depressive disorder, seasonal allergy, asthma, congestion nasal, cough, sensation of pressure in ear, sore throat, rhinitis, low back pain, buttock pain, pain in extremity, rash, irritability, lumbago, amenorrhea, fatigue, itching, abdominal pain, fever, vaginal bleeding, high risk pregnancy, headache and sore throat. Concomitant products included ibuprofen for back pain, hydroxyzine hydrochloride since (B)(6) 2013 and permethrin since (B)(6) 2013 for scabies and bed bugs as well as sertraline hydrochloride (zoloft). In 2012, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("uterus pain") and dysmenorrhoea ("cramping during periods"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the pregnancy with contraceptive device and uterine pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered dysmenorrhoea, pelvic pain, pregnancy with contraceptive device and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): polymerase chain reaction - on (B)(6) 2012: chlamydia pcr: positive. Pregnancy test - on (B)(6) 2014: positive pregnancy test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-mar-2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure (batch no. A04628) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ pregnant with essure" and device monitoring procedure not performed "essure confirmation test: not performed". The patient's medical history included multigravida, parity 5 ((B)(6) 2006; (B)(6) 2007; (B)(6) 2008; (B)(6) 2011; (B)(6) 2014.), skin eruption and panic attack. Previously administered products included for prevent pregnancy: depo provera from 2008 to 2011 and iud from 2009 to 2010. Concurrent conditions included depression, anxiety, major depressive disorder, seasonal allergy, asthma, nasal congestion, cough, sensation of pressure in ear, sore throat, rhinitis, low back pain, buttock pain, pain in extremity, rash, irritability, lumbago, amenorrhea, fatigue, itching, abdominal pain, fever, vaginal bleeding, high risk pregnancy, headache and sore throat. Concomitant products included ibuprofen for back pain, hydroxyzine hydrochloride since (B)(6) 2013 and permethrin since (B)(6) 2013 for scabies and bed bugs as well as sertraline hydrochloride (zoloft). In 2012, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("uterus pain") and dysmenorrhoea ("cramping during periods"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the pregnancy with contraceptive device and uterine pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered dysmenorrhoea, pelvic pain, pregnancy with contraceptive device and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): polymerase chain reaction - on (B)(6) 2012: chlamydia pcr: positive. Pregnancy test - on (B)(6) 2014: positive pregnancy test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new mr received. Lot number added. New reporters, concomitant conditions and drugs added. Delivery type- vaginal delivery updated. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: not performed" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 (B)(6) 2006; (B)(6) 2007; (B)(6) 2008; (B)(6) 2011; (B)(6) 2014.). Previously administered products included for prevent pregnancy: depo provera from 2008 to 2011 and iud from 2009 to 2010. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), uterine pain ("uterus pain") and dysmenorrhoea ("cramping during periods"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the pregnancy with contraceptive device and uterine pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered dysmenorrhoea, pelvic pain, pregnancy with contraceptive device and uterine pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure (batch no. A04628- invalid, a04528-valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ pregnant with essure" and device monitoring procedure not performed "essure confirmation test: not performed". The patient's medical history included multigravida, parity 5 ((B)(6) 2006; (B)(6) 2007; (B)(6) 2008; (B)(6) 2011; (B)(6) 2014.), skin eruption and panic attack. Previously administered products included for prevent pregnancy: depo provera from 2008 to 2011 and iud from 2009 to 2010. Concurrent conditions included depression, anxiety, major depressive disorder, seasonal allergy, asthma, congestion nasal, cough, sensation of pressure in ear, sore throat, rhinitis, low back pain, buttock pain, pain in extremity, rash, irritability, lumbago, amenorrhea, fatigue, itching, abdominal pain, fever, vaginal bleeding, high risk pregnancy, headache, sore throat, flank pain, uti and ovarian cyst. Concomitant products included ibuprofen for back pain, hydroxyzine hydrochloride since (B)(6) 2013 and permethrin since (B)(6) 2013 for scabies and bed bugs as well as sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("uterus pain") and dysmenorrhoea ("cramping during periods"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the pregnancy with contraceptive device and uterine pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered dysmenorrhoea, pelvic pain, pregnancy with contraceptive device and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): polymerase chain reaction - on (B)(6) 2012: chlamydia pcr: positive. Pregnancy test - on (B)(6) 2014: positive pregnancy test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of product technical complaint . Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.